Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damage causing leakage as all samples met specifications. Additionally, 15 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to damage causing leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd microtainer® sst¿ tubes experienced sample leakage (all tube types). The following information was provided by the initial reporter: the customer stated: there was "leaking of tubes leading to customer requiring secondary tubes. The tubes cannot be used in the microfuge because they leak when spun, and so they need to be transferred into an aliquot tube ¿ means extra work and also risk of transfer errors' this may not be pir but just require advise on centrifuge type."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer® sst¿ tubes experienced sample leakage (all tube types). The following information was provided by the initial reporter: the customer stated: there was "leaking of tubes leading to customer requiring secondary tubes. The tubes cannot be used in the microfuge because they leak when spun, and so they need to be transferred into an aliquot tube ¿ means extra work and also risk of transfer errors' this may not be pir but just require advise on centrifuge type."